Event description:
I was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. No programming changes were performed. The physician will continue to monitor the patient. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.